Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing and failed to shock the patient when they were experiencing shortwave diabetic retinopathy. The patient passed away due to the event.